Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility a screw was missing from the housing of the device. No impact to the patient or procedural delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility a screw was missing from the housing of the device. No impact to the patient or procedural delays were reported with this event.